Event description:
A customer reported to beckman coulter, inc. (Bec) that the cuvettes on immage 800 immunochemistry system were overflowing during the cuvette wash operation. The customer stated that patient results have been reported out, but did not provide any details. The customer indicated the samples were run on another immage system and the results were different. It is unknown if there were any changes to patient treatment attributed or connected to this event. The operator was wearing gloves and lab coat. The operator did not seek medical attention, and no injury was reported. A field service engineer (fse) visited the site on (B)(4) 2012. The fse checked wash head, wash line filter, and vacuum pump. The fse replaced wash line filter, waste canister filter, and all cuvettes. The fse aligned wash head and cranes. The fse ran calibration and controls. The issue was resolved.